Event description:
It was reported that approximately 6 months post lens implantation the lens was explanted due to lens dislocation. A different diopter of the same model lens was implanted. Additional information has been requested but no new information has been received.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.